Manufacturer narrative:
Company representative evaluated the system. Corrections included replacements of the transceiver in the network switch. Communication was reestablished. System was tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.